Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he was seeing halos and having difficulty with clarity due to seeing "a mist like a fog through both eyes". The consumer also reported he had to get too close to computer in order to focus. In a f/u phone call with the consumer, he reported he had just seen his surgeon and was told to wait for his eyes to finish healing and to be patient, as his symptoms are to be expected, but should resolve with time. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).